Event description:
It was reported that high and unstable thresholds were observed with the patient's left ventricular (lv) lead. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2009; 5076-52, lead, implanted: (B)(6) 2009. (B)(4).